Manufacturer narrative:
G1,2 email is: regulatory.responses@icumed.com. Additional information was received. The issue was discovered during testing; there was no patient injury or involvement.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed minor scratches to the lcd lens and a bubbled dso seal. The tamper seal was broken. A functional test was performed and the reported issue was duplicated. Three accuracy tests were performed, and the pump was found not to be within manufacturing specifications. The expulsor was under delivering and failed to meet specifications and as a result, the expulsor was replaced. A service history review identified no indication that the complaint was related to a service of the device within the review period.b3: unknown. No information has been provided to date.

Event description:
It was reported that the pump failed accuracy test. It is unknown if there was patient involvement, no adverse patient effects were reported.